Manufacturer narrative:
The returned everest xt support tower was visually and functionally inspected. Slight wear was noticed with scratches on the proximal knob of the device. No material deformations were observed. The gold knob was able to be rotated counter-clockwise in order to unlock the device and clockwise to lock the device. The tower was able to fully assemble and disassemble with an everest xt screw. No jamming was identified during functional testing, therefore the failure mode could not be replicated. Device and complaint history records were reviewed for this lot, and no relevant manufacturing issues or similar complaints were identified. The reported event occurred during set screw placement. The instrument was not reported to be used at a difficult angle, and no complex maneuvers or excessive forces were used on the device during the procedure. Although the jamming condition could not be replicated, the customer may have experienced issues due to device wear, as the device was about four years old at the time of event. Factors such as consistent use of the instrument throughout its lifetime may cause fatigue, leading to device wear and possible resistance.

Event description:
It was reported that an everest xt support tower was jamming intra-operatively. The procedure was completed successfully. No adverse consequences, surgical delay or medical intervention were reported.

Event description:
It was reported that an everest xt support tower was jamming intra-operatively. No adverse consequences, surgical delay or medical intervention were reported.  The procedure was completed successfully.